Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the device was resetting to an error due to a faulty component on the motherboard. The device was received with protruded/loose drive support disk. Unable to perform the displacement test due to the error alarm anomaly.